Manufacturer narrative:
Depuy still considers the investigation closed.

Event description:
Patient was revised for unknown reasons.

Manufacturer narrative:
No 510k# submitted as depuy orthopaedics sells a similar product (or the same product with a different product code) in the us.the correction/removal reporting number listed applies to the corresponding product code sold domestically.the asr platform was voluntarily recalled from the market in (B)(6) 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
Depuy still considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Event description:
Reason(s) for revision: pain.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Depuy still considers this case closed to CAPA.

Event description:
New etq record created in order to update etq (legacy system) complaint number dint (B)(4). Reason for original complaint - asr revision (left). Update: products from (B)(6) update spreadsheet dated 8 nov 2011. Update: added product, type of product and amended surgeons surname. Received: november 14th 2012. Asr xl. Reason(s) for revision: unknown. Update- added reason for revision taken from claimsuite dated 20th december 2012 reason(s) for revision: pain. Update - updated surgery date revision date and hospital taken from (B)(6) email dated 13th august 2013. 18 march 2015 - update - rcvd update, asked to conf the correct dates rcvd correct revision 17 july 2010, added reasons for revision: altr, metal ions and tissue damage (fibrosis and necrotic tissue) added s.rom stem and sleeve, added all manu and exp dates.